Event description:
It was reported that at start up of the unit, the cardiosave intra-aortic balloon pump (iabp) unit had a system error 14 on the screen with a long loud beeping tone. There was no patient involvement.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a system error 14 on the screen with a long loud beeping tone.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) had a system error 14 is being shown on the screen along with a loud beeping tone. A getinge field service engineer evaluated the unit and found error message #14 upon power up. Fse did verify the error message. This was the second time happening. The first time, he inspected and re calibrated pressure and vacuum after having recently installed the 5k parts for pm .fse replaced the scroll compressor and completed all calibration, performance and safety tests with no further issues. The unit was approved for clinical use and returned to the department.

Event description:
N/a